Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will contact their healthcare provider to obtain an alternate method of insulin therapy.